Event description:
Heart catherization was begun. After the first picture, the pt was slow to respond to verbal command. By the time the second picture was taken, the pt was completely unresponsive. Heart rate brayed down to the 20's and 30's. Full code in progress. Pt was intubated. Acls protocol followed. Temporary pacemaker was inserted. Procedure was aborted. Pt was stabilized and transported to ICU. Sucessful resuscitation with no further consequences. Discharged home on 3/31/2000.